Event description:
The olympus representative reported on behalf of the customer, the angulation on the duodenovideoscope was reduced. No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator, that had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The scope had low angulation. The angle knob had play. Due to damage on the k-pipe, water tightness was lost. The bending section cover was dirty. The universal cord and plastic distal end cover had a scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was later provided the event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.